Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported that he was hospitalized with high blood glucose of 600 mg/dl and an infection. He was wearing the insulin pump at the time of hospitalization. The customer's blood glucose was treated and he went to rehabilitation.